Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the main screen became frozen on the pump screen and the customer was unable to clear it. Customer's blood glucose level (bg) was 333 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy. Additionally, it was reported that the customer experienced an elevated bg earlier in the day. Bg level was not provided and the customer declined to provide additional information.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged touchscreen issue was verified. No failure related to the reported high blood glucose level was identified.